Event description:
It was reported that patient experienced infection. Inflatable penile prosthesis (ipp) was explanted and a new tactra device was implanted. No information about the patient outcome is available at the moment. Additional information was received. No malfunction allegation against device.